Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon, mr (B)(6), reported via v. O. From ((B)(4)), that he performed a trident / accolade ii procedure on (B)(6) 2013. The surgeon reported that following reaming of the acetabulum to 53mm, he inserted a size 53mm titanium window trial. The surgeon reported that when he removed the window trial, the impactor / extractor handle came away from the trial and he was unable to re-attach it as the threads of the window trial had sheared off. The surgeon reported that it took him 10 minutes to remove the trial. The surgeon added that he has concerns regarding the fact that the trials are made of aluminum rather than stronger metal such as stainless steel.

Manufacturer narrative:
The event was not confirmed as no medical records or x-rays were made available for evaluation. The device showed strike marks and signs of heavily use on the strike plate but no signs of a sheared off on any of the area of the handle. Device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for the lot referenced. The investigation concluded that suspected sheared off of the handle was not confirmed as the showed strike marks and signs of heavily use on the strike plate but no signs of a sheared off on any of the area of the handle.

Event description:
The surgeon, (B)(6), reported via (B)(4), that he performed a trident / accolade ii procedure on (B)(6) 2013. The surgeon reported that following reaming of the acetabulum to 53 mm, he inserted a size 53 mm titanium window trial. The surgeon reported that when he removed the window trial, the impactor / extractor handle came away from the trial and he was unable to re-attach it as the threads of the window trial had sheared off. The surgeon reported that it took him 10 minutes to remove the trial. The surgeon added that he has concerns regarding the fact that the trials are made of aluminum rather than stronger metal such as stainless steel.